Event description:
It was reported that the patient was experiencing occasional dizzy spells when bending over, and that there was low impedance on the rv (right ventricular) lead and decreased impedance on the atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator, (B)(6) 2011.